Event description:
Pt called alleging high readings on their lfs meter. Pt obtained a blood glucose of 535 mg/dl. Pt was not experiencing symptoms at the time of testing. Pt then tested on their neighbor's meter and obtained a 117 mg/dl (invalid comparison). Pt then contacted their md for phone advice. Md had told pt that due to the medications pt is taking it could elevate their blood glucose readings. Pt mentioned to the ccr that the test strips have black marks on the testing area. Test strips are not expired. Pt did not have a check strip to check the meter. Pt had been cleaning the meter properly. The technique of applying blood on the test strip was done properly. Customer service is sending a replacement meter and test strips to pt. This case is being reported a strip malfunction due to the black marks on the test strips.